Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during an intragastric balloon placement procedure performed on (B)(6) 2025. In preparation of the device, upon opening the packaging, the orbera balloon was observed to be partially deployed. Patient was under general anesthesia. No patient complications were reported. Procedure was cancelled and rescheduled.